Manufacturer narrative:
The returned device was evaluated and found to be within specification. After further investigation and interview with the surgeon it was determined that the ia settings used were not appropriate. After an adjustment to the settings, no further problems were experienced. Visual acuity for the patient is 20/20-1 at one month post op.

Event description:
After removal of the cataract, at the very beginning of polishing a small opening was noted in the posterior capsule. Capsular support was intact, and no vitreous prolapse was noted. Iol place in the capsular bag with excellent lens centration and stability.